Manufacturer narrative:
One used (B)(4) was received and investigated. The visual inspection found the middle handle member had separated from the handle. Functional testing could not be performed due to the condition of the handle. The handle separating from the middle handle member was related to the inner handle member missing adhesive. A manufacturing action has been implemented in order to prevent this occurrence in the future. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the physician was using the needle, the handle came apart completely. It is unknown if the needle glided through the white braided sheath easily. The needed did not bend. It is unknown on what pass the malfunction occurred. The patient and the user did not experience any injury or harm due to the alleged device malfunction. The last known patient status is stable. There was no harm or injury to the patient. No known adverse events were reported.